Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had no motor movement or negligible movement. Retries to free a stuck motor failed alarm and the screen was blank. The customer reported that the screen was blank and was impossible to switch on. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump was received with constant pump error 38 due to corroded motor home switch. No blank display noted.